Event description:
A customer contacted beckman coulter inc., (bci) regarding above the normal reference range results for total triiodothyronine (tt3) and thyroid-stimulating hormone (tsh) generated by the unicel dxi 800 access immunoassay system for one patient. Subsequent testing on an alternate methodology produced lower results for both analytes. The customer did not report affect to the patient or user attributed or connected to this event.

Manufacturer narrative:
Qc was within specifications prior to the event. The customer sent sample to customer product line support (cpls) for additional testing. Cpls testing confirms root cause to be biotin interference (patient source interference) in the tt3 assay. Service was not dispatched for this event.